Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) the surgeon found a foreign body in the patient's eye. The foreign material was removed. Patient impact is currently unknown. Additional information was requested.